Manufacturer narrative:
Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra), a right ventricular (rv) and a left ventricular (lv) lead due to bacteremia. The rv lead was chosen as the first lead to be removed. A spectranetics lead locking device (lld) was inserted into the rv lead to provide traction. The physician chose a spectranetics 14f glidelight laser sheath for the procedure. While attempting extraction with the device approximately halfway down the rv lead, the patient's blood pressure dropped. Rescue efforts began immediately, including chest compressions, pericardiocentesis, bypass and sternotomy. A superior vena cava (svc) perforation was discovered. Despite rescue/repair efforts, the patient's life could not be saved. This report captures the 14f glidelight device in use when the svc perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.